Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("add gel" messages, damaged cable) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable and causing the reported "add gel" messages. The root cause for the strained cable was excessive force. No adverse event resulted from the strained cable. There is no indication the device malfunction cause or contributed to that patient's skin irritation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving "add gel" messages without a prior gel release and reported that the electrode belt had a damaged cable. A us distributor reported a patient developed a skin irritation. The skin irritation was described as red marks that were peeling/flaking away and looked like a fungal/yeast infection. There is no indication of medical intervention. Follow up was attempted but unsuccessful. The patient's medical outcome is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor reported a patient developed a skin irritation. The skin irritation was described as red marks that were peeling/flaking away and looked like a fungal/yeast infection. There is no indication of medical intervention. There is no alleged device malfunction. Follow up was attempted but unsuccessful. The patient's medical outcome is unknown.